Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. In addition, it was reported that the pump shut down unexpectedly. There was no reported impact to the customer's blood glucose level. Customer declined to further troubleshoot with tandem technical support and reverted to manual injections for insulin therapy.